Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for staphylococcus aureus and infection on the exit site that extended into the abdominal wall in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis symptoms as evidenced by abdominal pain and cloudy effluent without evidence of an infection on the exit site which did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with cefazolin (2 g, daily, ip) and a four day course of ceftazidime (2 g, daily, ip). On (B)(6) 2011, remedial therapy with ceftazidime was discontinued. On that same date, the patient experienced an infection on the exit site that extended into the abdominal wall. On (B)(6) 2011, the patient required hospitalization for the exit site infection that extended into the abdominal wall. At the time of this report, the outcome for the events of bacterial peritonitis with culture (B)(6) for (B)(6) and infection on the exit site that extended into the abdominal wall were resolving. It was unknown if extraneal viaflex and physioneal, unspecified product therapies were ongoing. The nurse considered the events of bacterial peritonitis with culture (B)(6) for (B)(6) and infection on the exit site that extended into the abdominal wall to be unrelated to extraneal viaflex and physioneal, unspecified product therapies but rather due to a probable break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is use error- poor aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).